Manufacturer narrative:
Concomitant products: product ID 3998, lot# v008174, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
It was reported that the patient noticed a couple weeks ago that the implant "wasn't working." She had the voltages all down to 0.0v but still felt stimulation. It was stated that the implant was off, but, when the patient connected to her implant, it was noted that the implant was on. The patient then turned off the implant during the report and even when the device was turned off she still felt stimulation. When the patient tried to turn stimulation down with the implant off, she got the 'lower limit reached' screen. It was later reported that the stimulation was turned off but the patient was feeling like it was turned on all the time. According to the diary, the patient had it off for weeks at a time, and she still felt like she could feel the stimulator. It was not painful, just concerning. It was also stated that the patient had fallen and hit her shoulder, but the stimulation issue was before the fall. It was also reported that the patient was feeling stimulation sensation in her back even when the stimulator was off. The patient normally felt paresthesia in her back and legs. After the implantable neurostimulator (ins) was slowly turned on and the voltage was slowly increased until she felt stimulation, the patient felt it in normal locations (back and legs). When the ins was turned off, the patient felt it in the back only and not in legs. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.